Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had symptom of infection. Patient was given antibiotics. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump and the catheter were removed on (B)(6) 2017 and the patient was scheduled for re-implant of pump and catheter the week after (B)(6) 2018. The event occurred in nov,2017. Issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.